Event description:
It was reported that a vns patient had high lead impedance (7 limit high) during a system diagnostic. The patient had a vns battery change in july and system diagnostic were ok in the operating room. It is believed that the pin came loose. No x-rays were taken. The patient was referred for surgery. In the operating room their device was tested and showed high lead impedance with 7 dcdc code. The generator was taken out of the pocket and disconnected from the lead body and tested with the test resistor. The generator diagnostics showed proper device function. The patient's generator pins were reinserted and the diagnostics showed proper device function (ok/ok/1/no). The patient's generator was set to their previous settings. Prior to surgery the patient couldn't feel stimulation around (B)(6) 2012. There were no x-rays taken. No patient manipulation was reported prior to their high impedance being attained. Their device was not programmed off prior to surgery. There was an increase in seizures due to their high lead impedance event.